Event description:
(B)(4). Event occurred in the united states. It was reported that patient faced blood at site due to introducer needle hard to remove on (B)(6) 2025. The insertion site was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6008077, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6008077 was manufactured according to the work instruction (wi) version 18 and packaging in the machine multivac 14 on 11-jul-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot: 4f04547 was manufactured according to the work instruction (wi) version 16 and manufactured in the machine lc04, on 26-jun-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot: 4f02942 was manufactured according to the wi version 16 and manufactured in the machine lc04, on 18-jun-2024, with a total of (B)(4) units. The sub-assembly, cannula of the lot: 4f04548 was manufactured according to the wi version 16 and manufactured in the machine lc04, on 28-jun-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.